Event description:
The pump had been stopped and restarted following a few episodes of withdrawal and overdose following implant (see mfg. Report # 30042091782008041730). The patient was diagnosed with a pancreatitis in 2008, and gallstones two months later, leading to removal of his gallbladder. After surgery the patient occasionally felt withdrawal symptoms including drowsiness, somnolence, and loss of bowel control. The hcp turned off the pump and treated him with oral medication. The patient's diarrhea and somnolence improved. Approximately 1 month later the hcp wanted to turn the pump back on and titrate the dose upward or explant the pump. The patient never had therapeutic effect from the pump. One month later, the patient reported that the pump had been stopped for over 1000 hours. A catheter dye study was normal; the catheter was patent. The pump was replaced. The patient outcome was reported as "no injury, recovered without sequela".

Manufacturer narrative:
In 2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.